Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. The lv lead was programmed off. The patient is a participant in the (B)(4)study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012; 6947 implantable defib lead (B)(6) 2012. (B)(4).